Event description:
Pulmonetic systems, inc. Recieved a call from a representative of user facility in 01/2003. The representative reported the following problem, unit did alarm for low battery and battery empty. Unit shut down while on internal battery. It would not charge on ac adapter. It did alarm until shut down. No patient harm indicated. Patient switched to backup vent. Additional event description: event occurred in 2003 at 3.00am. Patient's parent called saying ventilator was alarming-red light was on charge status. Rt went to patient's residence and switched patient to another ventilator. Patient breaths on own and didn't need help, in the hour it took to get to residence. Unit running on ac power. Message displayed: low power; accessory: humidifier; no patient harm.